Event description:
During neuro surgery a burning smell was identified in the surgery suite. The convection blanket warmer was the cause of this smell. The disposable blanket was also removed from the patient because it showed minimal presence of char on venting holes and other sections. Removed from service and brought in the biomed dept.